Event description:
Follow-up information received indicated that both extensions model 37085-60 (serial# (B)(4)) were replaced with extensions model 37085-40 (serial# (B)(4)).

Event description:
It was reported that the pt was being changed out implantable neurostimulators (ins). The healthcare provider (hcp) thought that the battery was drained so quickly because one of the extensions had wear on it and therefore a potential electrical leak. The pt was feeling stimulation on the neck and impedance measurements were normal. The pt was admitted to the hosp. The pt wanted a non-rechargeable device. Add'l info received reported that the ins change was successful and the pt was receiving stimulation. No troubleshooting was performed. The pt outcome was the pt was doing great.

Event description:
It was reported an extension was replaced on (B)(6)-2011. Additional information received reported the extension believed to be worn was the extension that had been replaced.

Manufacturer narrative:
(B)(4).